Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state and with the stent imprint on the balloon. An indeflator with pressure gauge was used to inflate the balloon but the balloon wouldn't hold pressure, and a pinhole leak was found on the distal end of the balloon. - annex b code - annex c code - annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the rupture occurred during first inflation with fall of pressure and absent expansion of the stent at the distal third of the stent. The device was not moved or re-positioned whilst inflated. The balloon could not be removed from the stent due to the insufficient stent expansion. The stent was retracted approximately 5mm and inflated again with sufficient expansion to enable the balloon to be retrieved properly. The under-expanded stent was then inflated with upscaling compliant balloons. The protective sheath and packaging stylette were removed with no difficulties noted. 50/50 concentration of contrast/saline was used. Instent-restenosis was present with 90% stenosis and the target vessel was heavily calcified and mildly tortuous within cass segment 3 in the distal right coronary artery. Mild resistance was noted advancing the device to the lesion. No excessive force was used. No intervention was required to remove the balloon from the patient and no injury occurred. Patient age, sex and weight annex a codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, there were balloon deflation difficulties and the device would not deflate at the lesion site. The stent balloon was inflated to 12 bar and then ruptured. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.